Manufacturer narrative:
(B)(4). The customer returned one introducer needle and an arrow raulerson syringe (ars). The returned ars appeared typical. The needle hub was returned attached to the tip of the ars. The needle cannula was broken and separated at 1 mm below the hub. A cross-section of the broken ends of the cannula revealed they are d shaped indicating that the cannula was bent then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed with the needle hub, cannula, or ars. The separated cannula measured 58.5 mm plus the cannula length within the hub at 12.0 mm equals a total cannula length of 70.5 mm, which meets the length specification. The outside diameter (od) of the cannula was measured at 0.0500" and the inside diameter (ID) measured 0.041" through the bevel. Both the ID and od meet specification per graphic. The needle hub was then attached to the ars tip and the fit was secure. A device history record (DHR) review was performed on the introducer needle with no relevant findings. Other remarks: the reported complaint of the introducer needle broke during insertion was confirmed through visual examination of the returned sample. The cannula was bent, dented, and broken just below the hub. The cannula met specifications for length and wall thickness and a DHR review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that the introducer needle was broken without excessive force during insertion.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the introducer needle was broken without excessive force during insertion.